Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an alarm system over temperature.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional info: e1 (event site telephone : (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a system over temperature alarm. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing temperature sensor and executive processor board. Fse then updated the software to d.00. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit had an alarm system over temperature. There was no patient involved.